Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for investigation. The returned lens sample was inspected at (B)(4) microscope magnification. A visual inspection revealed that the lens was cut. Viscoelastic residue and surface particles were observed. Due to the condition of the returned lens, no further testing was possible. The condition of the lens is compatible with a lens that was removed from a patient's eye. A manufacturing related cause was not identified in the analysis. A review of the manufacturing records was performed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. The lens met specification prior to release. All pertinent information available to abbott medical optics has been submitted.

Event description:
We received a report that during the implantation of a tecnis one piece intraocular lens (iol) (B)(4), the patient's capsule in the left eye tore. The lens was removed and replaced with a sulcus lens za9003. A vitrectomy was not required. There were no quality issues with the iol. The patient has recovered.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted. Placeholder.